Event description:
It was reported the epg (external pulse generator) will not power up intermittently. The overlay was replaced, but the problem continued. No patient complications were reported as a result of this event..

Event description:
It was reported the epg (external pulse generator) will not power up intermittently. The overlay was replaced, but the problem continued. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment. Analysis did find that the encoder flex was out of mechanical specification. The keyboard was scratched and the side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.